Manufacturer narrative:
Device not explanted.

Event description:
The manufacturer was informed on this event through the (B)(4) registry. On (B)(6) 2014, a male patient received a pvs27 in the aortic position. On (B)(6) 2014 (postoperative day 13), the patient received a permanent pacemaker due to a new conduction abnormality (av block ii). As reported in the database, the patient experienced a cardiac arrhythmia on (B)(6) 2014 (p waves, af episodes with ventricular pacing, treated with amiodarone). A dual-chamber pacemaker was implanted on the (B)(6) 2014. The event is reported as not valve-related per site's assessment. The patient was discharged on (B)(6) 2014 with a good valve functionality.

Manufacturer narrative:
The manufacturing and material records for the percival heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) percival heart valve at the time of manufacture and release. Since the device was not explanted, no further investigation can be performed at this time. Based on the information available, the event can be reasonably considered as a result of the reported cardiac arrhythmia experienced on (B)(6) 2014, which was assessed by the site as not device-related. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the percival IFU.